Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. - attachment: [216132 summary.pdf]

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The available medical documents were reviewed. Review of the provided implantation report indicated no inconsistencies related to the surgical technique, a potential cause or contributing factor for the later revision. Without additional clinical relevant documents, we are unable to conduct a thorough medical assessment. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that revision surgery was performed due to metallosis from wear of the trunnion sleeve interface. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the hemi head, synergy stem, modular sleeve, r3 shell, r3 liner and spherical head screw was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the shell, head, stem, liner and screw. Similar complaints have been identified for the sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. Review of the provided implantation report indicated no inconsistencies related to the surgical technique, a potential cause or contributing factor for the later revision. Without additional clinical relevant documents, we are unable to conduct a thorough medical assessment. Therefore, no medical assessment is warranted at this time. This complaint will be re-evaluated if more information becomes available. Further, it cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that revision surgery was performed due to metallosis from wear of the trunnion sleeve interface.